Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient reported having issues with the audio bolus button.

Manufacturer narrative:
(B)(4):the keypad was found to be intact.there was a hole found on the audio bolus button; the audio bolus button was found to be responsive. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow and contrast keypad buttons had a delayed response, was intermittently responsive and required multiple button presses to elicit a response. All of the other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.